Manufacturer narrative:
Pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime test, self test and excessive no delivery test. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the delivery accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 22 mg/dl at the time of the incident. The customer was at 265 mg/dl at the time of the call. The customer used food to treat. The customer experienced symptoms such as falling and inability to move. The caller was unsure if the customer was wearing the insulin pump during the incident. The customer believes the pump was over delivering. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.